Manufacturer narrative:
Device evaluation: one smiths medical medfusion pump was returned for analysis with no physical damage. Event log history was performed and syringe flange not in place was found. During analysis, the reported issue was unable to be duplicated. Service replaced the optocoupler (flange ear clip sensor) as preventive measure. Re-calibration was performed. Also power up and syringe test was performed a manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a flange is not in place while using the 10 mm.